Event description:
Through follow-up, the following additional information was obtained. Per report, the patient''s medication dosage was changed, and glaucoma eye drop medication was added.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference:(B)(4).

Event description:
The following additional information was received. Per report, the patient presented approximately three (3) weeks postop with iop increase characterized as "mild and non-serious" which resolved with medication.

Manufacturer narrative:
A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) stent procedure, the patient presented approximately two (2) weeks postop with recurrent anterior inflammation characterized as "mild and non-serious". Per report, the event was treated with medication, and the event noted as ongoing. Any omitted information was not available at the time of report.

Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Inflammation is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following additional information was received. Reportedly, the patient presented with postoperative intraocular pressure (iop) increase, and synechiae in the left eye (os), which were described as "mild" and "non-serious". Per report, the iop increase was treated with medication, and the events were noted as "unresolved".

Manufacturer narrative:
Additional information: b5, b6, g2, g3. A review of the device labeling and associated risk documents was completed. Peripheral anterior synechiae is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event (peripheral anterior synechiae) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).